Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Complaint sample not returned.

Manufacturer narrative:
(B)(4). This complaint is considered closed.

Event description:
(B)(4). This complaint is considered closed.

Event description:
The sales rep reported: I have been at (B)(6) today doing some icp training on the ic unit. They have raised some concerns over the new style of external drainage collection bags. They believe the fluid isn't draining into the bags freely - its as if the bags have no air in them at all and thus the 2 sides of the bag are stuck together. I wanted to reach out and see if you had any other reported concerns of this nature.

Manufacturer narrative:
This complaint is considered closed. Customer discarded complaint sample.

Event description:
On 6/17/2014 additional information received from the customer stated: unfortunately the customer disposed of the sample in question.

Manufacturer narrative:
On (B)(6) 2014 complaint description indicated that rep was doing some icp training when he learned about he complaint. An email was sent to clarify if this device was part of onsite training that did not involve patients. On (B)(6) 2014 rep replied, thanks for your email. I can confirm that the incidents didn¿t occur in a training session but was merely reported to me by staff during this session. The events described by staff occurred when the drains were in active use with patients.

Event description:
On (B)(6) 2014 complaint description indicated that rep was doing some icp training when he learned about he complaint. An email was sent to clarify if this device was part of onsite training that did not involve patients. On (B)(6) 2014 rep replied, thanks for your email. I can confirm that the incidents didn't occur in a training session but was merely reported to me by staff during this session. The events described by staff occurred when the drains were in active use with patients.